Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an alert was triggered for this pacemaker system with this right atrial (ra) lead indicating that the minute ventilation (mv) sensor was disabled by the signal artifact monitor (sam). Review of stored electrograms identified high frequency noisy signals present on both the atrial and ventricular channels, with the ra lead impedance observed to be greater than 3000 ohms. Available stored non sustained ventricular tachycardia episodes demonstrated oversensing of noise. A possible procedure was noted to have occurred around the time of the recorded events; however, this has not been confirmed. Battery status was reported as acceptable, and lead measurements were otherwise noted to be satisfactory. The mv sensor remained disabled at the time of review. The field representative later indicated that the patient had not yet been evaluated in person to determine the root cause of the reported noise, oversensing, sam event, or ra out of range pacing impedance, and no confirmation was available regarding any procedure occurring around the time of the event. This ra lead remains in service. No adverse patient effects were reported.